Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. The device was visually inspected, and it was determined that the t-handle was cracked, and it failed the visual assessment because the t-handle was broken. A functional assessed was performed and it was determined that the device passed all functional assessments; however, the t-handle was broken, which was consistent with improper handling (user error). It was further determined that the most probable cause for the found defect was improper handling (excessive force or by dropping the device) by the user (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a right total hip arthroplasty (right tha) surgical procedure, it was discovered that the cup impactor device broke during a cup impaction at the t junction. It was reported that all pieces were retrieved from the patient and accounted for. There was three-minute delay to the surgical procedure. It was not reported whether a spare device was available for use. It was reported that the patient was five feet nine inches in height. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.